Manufacturer narrative:
This report reflects information received by the FDA in the form of medwatch report mw5170295 indicating the siderail would collapse. There was no patient/user injury reported. Initial reporter asked to remain confidential and no bed name, model and serial number was provided. Therefore, baxter has captured this reported event under a generic progressa bed. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the head and intermediate siderails are not bent or twisted. Makre sure the side rails lock correctly in the high position and you hear the latch click. Although there was no reported injury with this event, if the report of a siderail collapsing were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report from a baxter technician stating the side rail was collapsing. The bed was located at the account. There was no patient/user injury reported.